Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the steerable guide catheter (sgc), while inserting the dilator, the tech felt that the tip of the sgc was rigid. Upon close inspection, it was noted that the tip of the dilator was damaged. It seemed like a small slice or cut occurred. A replacement sgc was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects.

Event description:
It was reported that during preparation of the steerable guide catheter (sgc), while inserting the dilator, the tech felt that the tip of the sgc was rigid. Upon close inspection, it was noted that the tip of the sgc was damaged. It seemed like a small slice or cut occurred. A replacement sgc was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects.

Manufacturer narrative:
All available information was investigated, and the reported cut sgc tip was not confirmed via returned device analysis. Additionally, the sgc soft tip was observed to be deformed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported cut sgc tip and observed deformed sgc tip were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.